Manufacturer narrative:
Gehc surgery field service engineer diagnosed problem down to the hv tank. After flouroing for some time at different techniques. The hv tank made a loud popping noise. Ordered a new tank and replaced same the next day. Performed necessary calibrations. System operating as intended.

Event description:
User stated that c-arm seemed to be making x-rays on its own. Tech heard the beeping sound but no images were being generated. After much testing, the high voltage tank made a loud popping sound. This can cause the x-ray controller to "simulate" x-rays without actually making them.